Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and patient concern with the product.

Event description:
Healthcare professional reported left-side rupture and an exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.